Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the customer states ¿the unit has a blank display.¿ the unit was triaged and the customer¿s reported condition was confirmed; after powering up the display was observed to be blank and the lcd was observed to be cracked the customer lcd was replaced with a known-good lcd. After the subassembly replacement, the display was no longer blank. The root cause of the reported symptom was a cracked lcd. The unit was restored to proper operation. The unit has been repaired, tested and recertified. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 12/05/2017. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the enteral feeding pump had a blank display.